Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use. Guide wire tip separation of this nature may occur when the core is subjected to tensile or torsional overload beyond its design limits causing the distal tip to detach. Although there was no resistance noted, it was reported that the lesion was a very small distal cardiac vein which could have contributed to the reported guide wire separation. Additionally, there was no intervention attempted since the physician decided not to risk snaring the separated portion of the guide wire. Reportedly, the guide wire was used to position the competitors lead and it should be noted in the instructions for use, intended use section, that all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty and percutaneous transluminal angioplasty. It could not be determined if the use of the guide wire to position the competitors lead contributed to the reported guide wire tip separation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record was reviewed. There are no non-conforming material records (ncmr) associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, a conclusive cause could not be determined for the reported guide wire tip separation and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was taken to the electrophysiology lab for placement of an implantable cardioverter-defibrillator with leads. A non-abbott guidewire was used to place a non-abbott lead, but while trying to retract the non-abbott guide wire, it became stuck within the lead and unraveled. The non-abbott guide wire and lead were removed. Another lead was attempted with a whisper guide wire. The lead was positioned, but in trying to retract the guide wire, the distal 5 centimeters of the whisper guide wire separated and remained in the vein. The physician decided not to risk snaring in a very small distal cardiac vein, so no intervention was attempted. The distal tip of the guide wire remains in the patient. No adverse patient sequelae were reported. The patient was discharged two days post procedure on (B)(6) 2011. No additional information was provided.